Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined however, the most probable cause of the issue was due to device maintenance issue and or device handling issue.

Manufacturer narrative:
The device was received for evaluation. Evaluation determined that their was unidentified object stuck under the elevator raiser assembly of the device. It was determined to be a dried debris and was removed. In addition, the rubber part of the device was replaced and the angulation level of the scope was adjusted. Fog testing was performed and the device passed the testing. As stated on the IFU and as a preventive measure, the user manual states : never use the endoscope on a patient if any irregularity is observed. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage.

Event description:
It was reported that during a set up pre procedure, upon inspection, it was found that there was a foreign material stuck at the lifter level body of the device. There was no patient involvement on this event. To date there was no patient infection or harm reported due to the event.